Event description:
Reporter alleged the blood glucose monitoring device was reading falsely high readings. Reporter stated customer's recent back to back test result, device read 349 mg/dl and fifteen minutes later, the meter read 80 mg/dl. Reorter indicated customer was treated with insulin, however the dose was unknown. Reporter stated customer had been recently hospitalized for a condition not related to diabetes. Reporter stated no controls were used and a request was made for the return of the suspect product and replacement product was sent.